Event description:
The doctor reported that multiple patients complained of tender and painful wounds on their scalp, face and legs and the staff at the office has reported experiencing upper respiratory infections and cold symptoms continuously starting in (B)(6) 2023. Patients described having "hot wounds/oozing", body aches and fatigue after medical office skin exams, wound checks, and surgical procedures. The doctor alleged that the patient's and staff member's symptoms are related to contact with the gloves. The doctor reported using a black light on the boxes of gloves and alleged that the gloves inside have "spotting." The patient/staff age ranges are between 20's-80's, both males and females. More than 12 patients were estimated to be affected. The customer reported some of the patients have common drug allergies, but they are not allergic to the gloves and the staff members do not have allergies. The gloves are stored in exam rooms cupboards, in the medical lab where other medical supplies are stored. The patients and staff members were treated with topical and oral antibiotics. The doctor alleged it typically takes ten (10) days of antibiotic course for the symptoms to subside.